Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated over a week ago she was having pain at implant site on the right buttock and across her back. The patient stated it was almost where the hip bone was around with a hand. The patient thinks that the wire/lead crossed over her spine and went down to the sacral nerve but was not sure. The patient has scars on both sides so she was not sure about the lead location. The patient indicated they were having problem with their "pump" and needed to find a "pain pump" specialize in their area. Information of pain pump reasonably suggest patient was referring to interstim device. The patient indicated that this was the first time she has had any issues with the implant. There was no fall or trauma noted but patient stated she has been doing exercise and yard work again and was wondering if she has over done it. Patient has appointment on friday. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the reason they thought the lead had moved was due to pain at the device site and across their lower back, however an ultrasound and x-ray determined that the lead was in the correct place and had not moved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.